Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr), non-sustained ventricular tachycardia (nsvt), and motion artifact contributed to the false detection. The response buttons were not pressed during the event. Patient reports trying to press the response buttons but the back response button is damaged, so this did not register. No injury was reported from the treatment. The patient went to the emergency room for evaluation and was discharged home the same day of event. The patient continues to use the lifevest.

Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed.